Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: the black box review verified multiple consecutive call service alarms on the reported failure date of (B)(6) 2014. The pump booted with audio, vibration and a fully illuminated screen. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and there was no evidence of moisture or corrosion found inside the pump. The internal components and transceiver flex were intact and secure to the pcb connector with no evidence of trace cracks. The data processor was uploaded onto the pump with no issues.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that the display screen went blank but came back on after a battery change. Reportedly, when the alarm history was then reviewed, five call service alarms were noted to have occurred. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.